Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, it was observed that the wires on the jaw were exposed on the vaso view hemopro when the device was pulled out of the packaging. A replacement device was used to complete the procedure. The hospital did not report any patient effects.